Event description:
As reported to coloplast, a patient experienced scrotal burning and pain. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Device still implanted; not received.